Event description:
The pivot knuckle assembly that holds the injector head broke, allowing the injector head to fall off. Cable ties on the head cable kept the injector head from falling completely. No injury resulted.